Manufacturer narrative:
A bec field service engineer (fse) was dispatched to evaluate the instrument. The fse flushed the waste tubing and cleaned the waste valve to clear obstructions. No further leaking was observed from the cap piercer following service activities. The fse was unable to identify what obstructed the wash tower drain. The failure mode was an obstructed cap piercer drain. Bec identifier for this report is (B)(4).

Event description:
A customer contacted beckman coulter (bec) reporting that the unicel dxc 600i synchron access clinical system generated sample obstruction errors and results were suppressed; the customer also observed fluid on sample tube stoppers and on the sample tube racks. Upon troubleshooting the issue with the bec hotline support specialist, the customer found that the cap piercer blade wash shower station was overflowing. The leak was contained to the instrument. The customer was wearing personal protective equipment (ppe) consisting of gloves and a laboratory coat at the time of occurrence. The material safety data sheet (msds) was not reviewed. The laboratory's exposure control/risk management plans are in place. There was no biohazard exposure to mucous membranes or open wounds. Medical attention was not sought. No erroneous results were generated in connection to this event.